Event description:
The lead wire shorted causing my mother to scream in pain until it could be disconnected. This took several hours until she could be transferred to a hospital in another city. She sustained 150 shocks from the defibrillator. Her oxygen and blood levels dropped so low she had to be revived. She had surgery to replace the lead wire, pacemaker and defibrillator. The next day, she went back to surgery because the new lead wire came unscrewed. She is frail and weak. No one should have to go through what she did. Dates of use: 2004 - 2009. Diagnosis or reason for use: heart rhythm. Event abated after use stopped: yes. Event reappeared after reintroduction: no.